Event description:
A report was received that the patient is very thin and the ipg is causing discomfort. The patient will undergo an explant procedure.

Event description:
A report was received that the patient is very thin and the ipg is causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well.